Event description:
It was reported by the getinge fst that during preventive maintenance the cs100, english, non-uts, intl intra-aortic balloon pump (iabp) ECG trunk cable damaged. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.